Manufacturer narrative:
D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto 3 system and after the case was completed, the medical team were comparing the thermocool smarttouch fam (fast anatomical mapping) map, sound fam map, and octaray¿ fam map, and they found a discrepancy between the stsf and sound fam maps. The issue was initially noted mid-procedure due to receiving high force readings on the thermocool smarttouch--and when the catheter was mid-chamber on the fam map and moved to where the catheter was supposed to be in contact with the octaray¿ fam map, its location was showing beyond the map. No errors were displayed. Map shift was discovered upon use of the contact force catheter. Cardioversion was not performed. Per the anesthesiologist and physician, the patient did not move. The octaray¿ fam map had shifted left and interior. The appendage and left vein shifted interiorly, and the right vein shifted posteriorly on the octaray¿ fam map in comparison with the other maps. The metal values were good, sub 15 on the octaray¿ and sub 10 in all the patches and the stsf. No alerts were displayed during the whole case. The cables on the octaray¿ were replaced but the issue continued, so the octaray¿ catheter was not replaced. Ultimately, the case continued and ended successfully.

Manufacturer narrative:
On 27-apr-2025, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto 3 system and after the case was completed, the medical team were comparing the thermocool smarttouch fam (fast anatomical mapping) map, sound fam map, and octaray¿ fam map, and they found a discrepancy between the stsf and sound fam maps. Device evaluation details: carto 3 manufacturer investigated the issue based on the study digital data. It was found that the reported map shift was caused due to mapping with metal interference (high metal values) which were indicated by related error messages on the screen. According to carto 3 instructions for use, metal interference might affect location accuracy. Therefore, the issue is defined as user related. A manufacturing record evaluation was performed for the carto 3 system s/n: 13166 , and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).